Manufacturer narrative:
The following components were returned; the catheter assembly with tether wires and sensor removed and a v18 wire. Visual inspection of the hub was found to be normal. Visual inspection of the length of the catheter identified minimal kinking. Visual inspection of the skiving portion of catheter showed no abnormalities. Visual inspection of the returned v18 wire showed no abnormalities or gross damage. The investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure after sensor deployment the sensor stuck to the delivery catheter. A swan balloon was used to bump the sensor off the catheter however it remained stuck to the guidewire. The physician was able to successfully release the sensor but determined that the sensor was placed in a vessel that was too large. The physician decided to remove the sensor using a snare. A second sensor was used and deployed successfully. It was determined that the patient would be kept overnight for observation because they also have a left ventricular assist device. The patient was released (B)(6) 2023.